Event description:
The hearing aid user complained of soreness in ear canal when wearing the hearing aid. The hearing aid specialist examined the ear and said it was red and inflamed. The hearing aid user was referred to a dr who prescribed medication and advised him not to wear a hearing aid in the ear until it had a chance to heal.